Event description:
It was reported that during an unknown procedure the product malfunctioned. There was no patient consequences identified when this complaint event was captured.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch #791c07. B3: only event year known: 2024. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received along with its opened packaging with both gripping surfaces damaged making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 791c07, and no non-conformances were identified. The lot#814c90 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Provide more details for device malfunction 2. Did the device staple? 3. If the device stapled, was the staple line complete? 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 5. Did the device cut? 6. If the device cut, was the cut line complete? 7. Were the cut line and staple lines equal? 8. Was the device fired across a staple line? 9. Did the reload lock out and would not work? 10. Did the reload begin to staple and cut, but then jammed? 11. Did the device staple, but there was no cut line? 12. How was the procedure completed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.